Event description:
It was reported that the pneumatic tap was damaged resulting in being unable to change the cartridge. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned